Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/29/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site inside the packaging box. The plunger was observed in advanced position and locked. Scarce amount of viscoelastic residues were observed in the device. Dfu states to completely fill the viewing window of the pcb00 with ovd. The lens was observed stuck between the cartridge tube and tip, with part of the lens out of the tip. The pushrod adhered to the lens. The cartridge tube was observed broken. The complaint was verified. However, it could not be related to the manufacturing process. It could be related to the handling process due the scarce amount of viscoelastic observed that could cause the lens to be stuck and the pushrod to be extra forced breaking the cartridge. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that complications occurred with a pcb00 19.0 diopter intraocular lens (iol) during the procedure. The documentation revealed the lens would not release from the inserter as the lens was half in the patient's eye and half out. The lens was removed and replaced with another lens within the same procedure. No additional information was provided.